Manufacturer narrative:
An event of prophylactic replacement due to the advisory was reported. The results of the investigation are inconclusive since the product was not returned for analysis and reported information and/or records was not sufficient to determine the cause. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. An event of prophylactic replacement due to the advisory was reported. The results of the investigation are inconclusive since the product was not returned for analysis and reported information and/or records was not sufficient to determine the cause. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
It was reported that the device was explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. The patient was stable.